Manufacturer narrative:
Continuation of d10: product ID 977c265, serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported they spoke with the patient and they reported they have another program not allow them to use the settings. Patient now has six of the eight electrodes out (greater than 26000) on the right side of the 2x8 lead. The patient is following up with their physician next week to address issue. Patient still has adequate coverage with relief, however, can¿t adjust the settings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that patient met with healthcare professional and no plan for revision is planned at this time. Patient is getting good relief with the last settings utilized. Patient is limited in what electrodes he can use, however, he is ok with this. Will continue to monitor.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID: 977c265, (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The caller indicated that the lead was replaced 3-4 weeks ago and the patient started to have the same issues with the new leads that they had with the old one. They are getting settings not available messages, not feeling stimulation and the manufacturer representative (rep) met with the patient and they had impedance issues.

Manufacturer narrative:
Continuation of d10: product ID 977c265, serial# (B)(6). Implanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported there were high impedances on two electrodes in the middle of the right lead (over 20 ,000). The device was reprogrammed not using those electrodes and the patient received adequate stimulation. The patient then called the representative on may 14 and stated they received settings not available. The representative met with the patient and the patient now the middle four electrodes on the right side were all over 20,000. The representative reprogrammed the patient again and was able to get good stimulation not using those electrodes. The patient called again and had received settings not available again. The representative planned to meet with the patient again and would contact their physician.